Manufacturer narrative:
The svc rep could not duplicate the problem. He checked connectivity of power cord and power supply. The ground wires inside the power plug were loose, tightened the connector. Power on system, test system, system operates as intended.

Event description:
The customer reported that unit is shutting down and the screen flickers then stabilizes. No pt involved.